Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. No conclusion code available. Final analysis found the insulation exhibited full degradation at 17.8 cm from the connector pin. All other damage found was consistent with that occurring during the explant procedure.

Event description:
This report is to advise of an event observed during analysis.